Manufacturer narrative:
The customer's reported complaint of the autopulse displayed ua45 (not at "home" position after power-on/restart) and ua13 (battery fault detected) error message were confirmed through archive review and functional testing. The reported issue of the band pin cylinder was jammed and cannot turn the lifeband was confirmed in the functional testing. To remedy the issue, clutch plate deburring was performed and rotated the shaft to its home position. Once completed, the autopulse was re-evaluated through functional testing and the platform passed all testing criteria. Visual inspection was performed and top cover and bent battery lock was noted to be damage upon receipt. The autopulse platform is a reusable as well as serviceable device and was manufactured on 03/13/2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive data showed multiple faults of ua45 (not at "home" position after power-on/restart) and ua13 (battery fault detected) error message on the event date on (B)(6) 2017. Functional evaluation of the returned platform was performed and the autopulse platform displaying a user advisory (ua) 45 was observed upon power up. However ua13 was not observed. The drive shaft was rotated back to "home" position which remedied the "ua45" error message. Additionally, unrelated to the reported issue, the top cover and battery lock was replaced to remedy the damage found on visual inspection. Device was repaired and passed the functional testing.

Event description:
It was reported that during shift check the autopulse displayed ua45 (not at "home" position after power-on/restart) and ua13 (battery fault detected) error messages. It was also reported that during the self-test, the lifeband broke and driveshaft was jammed. There was no patient involvement on this issue.